Event description:
Ambulance personnel were attending to a patient, condition unknown. Allegedly the crt intermittently blanked out during the call. There were no adverse effects to the patient reported as a result of the reported malfunction.